Manufacturer narrative:
Five attempts were made to obtain further information about the reason for the stated intervention, whether the clinical staff replaced the cannula during the treatment, whether there were any negative consequences for the patient, and the exact date and time of the event. The customer has not provided any of this requested information. The cannula was returned to the factory on 2016-01-11, and was investigated in the complaints laboratory. It was found that the balloon tip of the coronary cannula exhibited several cracks, thus confirming the failure reported by the customer. The most probable root cause for the reported issue is related to the latex material of the balloon tip. A health hazard evaluation (hhe) was carried out. The conclusion of the hhe was an overall hazard/risk index of moderate. However, it was considered not necessary to initiate a recall, as there have been only three complaints since introduction, and no adverse patient impact, and any potential health consequences would be temporary/reversible). Since december 2014, the product has been permanently removed from the maquet product range, and while some cannulas are still in the field, the majority of these have now exceeded their shelf life. No further action or investigation is currently warranted, and consequently, the complaint will be closed.

Event description:
(B)(4).

Manufacturer narrative:
November 13, 2015 10:46 am (gmt-5:00) added by (B)(6): (B)(4). Maquet cardiopulmonary (B)(4) has not received the cannula in question for investigation yet. The device history record for this specific lot number was reviewed and no abnormalities could be found. A supplement medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that during intervention on a patient the surgeon recognized that the balloon was porous and visibly cracked as well as the rubber was disintegrating. (B)(4).